Event description:
It was reported that pump displayed malfunction notifications in tandem source, and customer contacted support to understand and address pump malfunction. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction codes appeared again.